Event description:
It was reported that this insertable cardiac monitor (icm) was successfully implanted however due to some sensing issue, the physician decided to reposition and as they repositioned the icm they realized that the battery status was low, even though at implant the battery indicated that it was good. The physician decided to replace the icm. The original icm will not be returned as the hospital retained it. No additional adverse patient effects were reported.